Manufacturer narrative:
The valve was patent and passed reflux testing. It was not within specifications for presure-flow and preimplantation testing. The valve leaked through a large tear extending through the top, side and bottom of the distal occluder. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our product are 100% tested at the time of manufacture.

Event description:
It was reported that the valve leaked.